Manufacturer narrative:
D10: concomitants: 02-010-03-0220 - sn: (B)(6) - logic cr femoral cem, left sz 2. 200-02-32 - sn: (B)(6) - three peg patella 32mm. The reason for the revision cannot be confirmed from the information provided but does not appear to be due to loosening as reported since only the tibial insert was revised. The reason for the revision may be due to inclusion of the implanted polyethylene tibial insert in the packaging recall. However, this could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tka (total knee arthroplasty). The patient developed loosening of the device and pain in her knee and was revised. No other patient information/medical history provided. Unable to obtain photos or x-rays. Device was not available for return; the hospital will not allow release. No additional information.